Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (display issue) issue. The distributor alleged that the display would go black after pressing a button while in the pump menu. It was noted that pressing the button again would cause the display to return and respond to the button press. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/23/2014 with the following findings: the keypad was fully intact; no damage or peeling was observed. The complaint that the display was going black with button presses was not able to be duplicated during investigation. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no sign of contamination was found on any button contacts. The pump case was removed and no damage was observed on the keypad flex. No defects were found.